Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed on the rv-can and svc-can vectors. Poor pocket contact contributing to the tissue was suspected. The patient was asymptomatic. The physician intends to continue to monitor the patient.